Event description:
It was reported that the patient experienced peritonitis, manifested as abdominal pain and nausea, coincident with peritoneal dialysis (pd) therapy. The patient began treatment with vancomycin (2gm, 1 time, route not reported) and fortaz (1gm, 3 doses, route not reported) for the peritonitis. The patient discontinued that antibiotic treatment and began treatment with cipro (500mg, twice daily, route not reported) for the peritonitis. A few days later, the patient stopped that treatment, but they have not yet fully recovered from the reported event. A couple of weeks later, the patient was hospitalized for the peritonitis. It was not reported what type of treatment the patient received at the hospital. A few days after that, the patient was discharged from the hospital and they were reported to be recovering from the peritonitis. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown, but was sometime in (B)(6) 2013. A review of all batch record documents was performed for potentially associated lot number(s) h13h21087 and h13i14056 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted.